Manufacturer narrative:
(B)(4). Batch # n5756z. Investigation summary: the analysis results showed that one ecr60d cartridge reload was returned with 3 drivers missing making the reload non-functional. In addition, the cartridge pan was noted to be dislodged at right proximal side. Although no conclusion could be reached on what caused the drivers to be out of position, it is possible that the damaged happened during transit. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please provide more details on how the reloads were ¿pre-triggered¿? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Or, were there issues with the unpackaging or loading of the reloads? Did the same event occur with both reloads? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, reoperation, etc.)? If yes, please explain.

Event description:
It was reported that the procedure was being performed and when the doctor tried to use the reloads, they were pre-triggered.